Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable-pump won't run" alarm. Per reporter the residual volume was 127 ml, rate is 2.0 ml, given is 10.45 ml no air in line. No adverse patient effects were reported. Per reporter no additional information is available at this time.